Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The cause of the high current was found to be a hybrid anomaly.

Event description:
During an in clinic follow-up, the device was found to have a lower longevity estimation than expected. The device was explanted and replaced to resolve the event. The patient was stable.